Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on one patient (sid (B)(6)). The ca19-9 result generated on (B)(6) 2013 was 110.3 u/ml. In previous months the architect ca19-9 results on this patient were 45/36/58 u/ml. Due to this difference in results, the customer sent the (B)(6) 2013 sample (sid (B)(6)) to a reference laboratory where the result generated was around 40 (exact result not known). There was no reported impact to patient management. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Manufacturer narrative:
A trend review was performed and identified normal complaint activity related to the customer's issue. Accuracy testing using panels was completed to evaluate the assay performance of reagent lot 23263m500. The testing met acceptance criteria and demonstrated this reagent lot can accurately detect known concentrations of the analyte. This issue was limited to one discreet patient sample. Assay values were obtained with different assay methods and per the package insert, cannot be used interchangeably due to differences in assay methods and reagent specificity. The customer was referred to the limitations of the procedure and warning sections of the architect ca 19-9 xr package insert for further information. Based on this investigation, we have concluded that the architect ca 19-9xr assay is performing acceptably.